Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, in separate locations on the above c-mac blades lights failed (video still projecting, but dull light so no visualization in airway possible). Alternative blade used, no harm came to patients. No death or unanticipated serious deterioration in state of health reported. Cross reference MDR 9610617-2026-00088.